Manufacturer narrative:
The returned ulna shortening guide left, locking bolt, and bottom plate were visually/functionally examined; all three parts were not assembled upon return, the complaint stated the three parts were unable to be disassembled. The ulna shortening guide left had scratches along the edges of the main slot where it interfaces with the bottom plate and locking bolt. The locking bolt's threads were completely deformed and/or stripped and the bottom plate had many scratches and dents along the edges of its features. Most of the scratches are likely from forcefully disassembling the construct after it was stuck together. Additional mdrs associated with this event: 3025141-2019-00242: bolt, 3025141-2019-00240: guide.

Event description:
While using an ulna shortenting plate, the locking bolt stripped when inserted in the plate and could not remove. The surgery was completed without the use of the cutting guide; there was a delay of 15 minutes.